Event description:
It was reported that a pump will not power on.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and the device was able to power on, however the eval found the #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #4 key will occur following the selected key's function (e.g. When the #1 key is pressed 14 will be displayed when in alphabetic mode and the abc key is selected, aj will be displayed interfering with the mdl drug search). Sigma's engineering investigation is in process. When complete, a supplemental report will be submitted.